Event description:
Customer reports the numbers began to scroll when he was imputing the carbohydrates. Current blood glucose level is 103 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switch. No number ramping anomaly was noted. The insulin pump had a cracked display window corner, cracked battery tube threads, a broken belt clip slot at battery tube threads area and a cracked reservoir tube lip.